Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 302 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No scrolling numbers noted on up arrow button. The insulin pump had an intermittent up arrow button due to moisture damage on keypad trace. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.